Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty making a full connection when attempting to connect the controller to external power was confirmed. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott; the controller was not used with a patient during this event. During the evaluation, the controller was functionally tested and passed all steps without issue; however, when the white power cable was connected to the mock loop, the connector nut would not screw down completely. The lemo connector would make a connection; however, the threading on the white power lead would not fully thread in the patient cable or battery clips, confirming the reported event. The white power cable connector nut not being able to be completely threaded did not affect the cable's ability to provide power to the system or controller's ability to operate the system. A manufacturing task was initiated under this file. The root cause of the reported event was determined to be the compromised component of the controller cable from the supplier. A contributing factor is a human error from the test technician for not detecting the compromised component during the controller final functional test. An external corrective action request (ecar) notification was created for the supplier. Additionally, an awareness training was completed for the burn-in test procedure for the heartmate 3 controller assembly. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, explain the guidelines for power cable connectors. Subsection ¿guideline for power cable connectors¿ instructs the user ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the back up system controller had an out of box failure. After successful insertion of the emergency backup battery the system controller¿s white power cable was connected to the battery clip. Both ¿half-moons¿ successfully engaged however the screwing nut of the white power cable would not thread to complete a full connection. Three other battery clips were tried with the same outcome. This was not a battery clip issue. The black power cable on the system controller was successfully engaged. A new back up system controller was provided.